Event description:
t was reported that during a Bariatric procedure of gastroplasty by sleeve technique, it was observed that the device presented difficulty to continue the stapling with slowness in the mechanism. They changed the reload but the device did not complete the stapling as if the stapler lost the strength to staple. They had to open a new device to complete the procedure successfully with a delay of 20 minutes. There was no patient consequence. Additional information requested.

Manufacturer narrative:
(b)(4).Date Sent: 7/27/2026.D4: Batch #UNK.Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a Supplemental MedWatch will be sent:Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete?Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a Supplemental MedWatch will be sent.A manufacturing record evaluation was performed for the finished device PSEE60A Lot number A99Y2P and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.